Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: other: absorb gt1 3.5x23mm. Stent: xience (3.5x38mm, 3.0x23mm). (B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The rx absorb gt1 3.5 x 23 mm referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat the ostial to mid left anterior descending (lad) artery. The patient had been experiencing chest discomfort and dyspnea on exertion for one month. No imaging was done for vessel sizing. After pre-dilatation, two absorb gt1 scaffolds (3.0x28mm, 3.5x23mm) were implanted overlapping and post-dilated. Final angiographic results showed residual stenosis <10%. The patient returned on (B)(6) 2016 for scheduled follow-up and while in the hospital the patient experienced severe angina and cardiac arrest. Resuscitation and CPR was performed for 20 minutes. Emergency percutaneous coronary intervention was performed and angiogram revealed acute scaffold thrombosis. The patient was given an ic streptokinase. Two xience stents (3.5x38mm, 3.0x28mm) were implanted overlapping and covered both scaffolds to restore timi iii flow. The patient remained unstable after the procedure and remained under observation. It was also thought that the patient had not been compliant with dual antiplatelet drug therapy (dapt) after the initial procedure. The patient condition deteriorated on (B)(6) 2016 with oliguria secondary to acute renal failure and rhabdomyolysis. The patient had low blood count after the procedure, but refused a transfusion. The patient died on (B)(6) 2016. Cause of death was multi-organ failure and septicemia, secondary to acute myocardial infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, cardiac arrest, death, myocardial infarction and thrombosis, as listed in the absorb gt1, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information: no imaging was done for vessel sizing; however, the vessel was visually assessed to be >4mm.

Manufacturer narrative:
(B)(4). Correction: the date filed on the initial medwatch report should have been (B)(6) 2016, not (B)(6) 2016.